Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A46104-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal irritation, pruritus genital, vaginitis, vulvovaginitis, uterine fibroid, vaginal bleeding, intramural leiomyoma of uterus, candida infection, cervicitis, endometrial polyp and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, vulvovaginal candidiasis and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment given for bleeding, candidal vaginosis and vaginal discharge. Trailing coils: left 3, right 5. Lot number (a46104) is not valid. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient middle name, medical history, product removal date, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A46104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vulvovaginal candidiasis and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment given for bleeding, candidal vaginosis and vaginal discharge. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A46104-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vulvovaginal candidiasis and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment given for bleeding, candidal vaginosis and vaginal discharge. Lot number (a46104) is not valid . Most recent follow-up information incorporated above includes: on 17-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vulvovaginal candidiasis and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment given for bleeding, candidal vaginosis and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : case became valid and serious incident. Previously reported event "injury" was replaced with pelvic pain. New events -¿menorrhagia¿ ¿psych injury¿, ¿candidal vaginosis¿, ¿vaginal discharge¿ and ¿post procedural complication¿ were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.